Event description:
The shower chair seat allegedly cracked down the middle causing the user to allegedly fall. Minor injury alleged.

Manufacturer narrative:
The consumer is an (B)(6). The shower chair seat cracked causing the user to allegedly fall in the shower. She did get medical treatment immediately after the incident and was treated for bruising. This unit is our model with metal legs and supports her weight. Invacare offered to provide her a replacement unit.